Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. There was no alleged device malfunction contributing to the sore. The patient¿s physician to remove the lifevest and return it to zoll. Follow up indicated that the sore improved.